Event description:
It was reported that a clearlink system continu-flo solution set leaked from beneath the drip chamber. This was identified during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The user facility submitted a medwatch; however, the report # was not reported for this event. Initial reporter phone no. (Additional): (B)(6). Device manufacturer address 1(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.